Event description:
It was reported that the patient was told to call their manufacturer representative if they had problems and the patient had problems almost immediately after it was implanted 3 days ago. The patient couldn¿t get a hold of their manufacturer representative an after they left the hospital the patient¿s fried saw some wires dangling down and when they got out of their car there was blood all over the seat and it was probably from the patient¿s back. The patient had the unit off in the car as they were told and they turned it on and it was still working, but an hour and a half later the patient went to get their prescriptions and their friend said the wire was hanging down again and was loose. The red end of the wire had a metal prong hanging out and then the black one didn¿t have a prong hanging down. That was when the patient tried calling their manufacturer representative and left a voicemail, and this was about 2 hours after the patient got back from the hospital. The patient tried calling a few hours later and left another voicemail. Then the next day, the patient called again in the morning and got a voicemail and a few hours later they left another voicemail. The patient left about 4 messages for their manufacturer representative. The patient got a call from the nurse at the hospital and they were not happy to hear about it, so the nurse tried to call the manufacturer representative but they got their voicemail too. The patient was supposed to switch sides after 3 days and the 3 days were over and the right side hadn¿t been working since 3 hours after the hospital. The patient decided to switch sides 2 days ago and the left side was working so they had that going for the past 2 days so it wasn¿t a total waste. The patient¿s health care provider (hcp) told them to get a hold of the manufacturer representative because what they did inside the patient was loose, so they needed to get a hold of them to get it reconnected. The patient was going to try to call their manufacturer representative again and was going to call their hcp. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).